Manufacturer narrative:
(B)(4). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced two infusion sets leakage events on (B)(6) 2025. Blood glucose level was 400 mg/dl at the time of the event and patient got treated with insulin injection via multiple daily injection (mdi). Patient also experienced the symptoms of nausea, weakness, stomach, thirst, and vomiting. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4)- MDR 3003442380-2025-13910. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-13910), was submitted on 17-sep-2025. However, based on the investigation done on 31 jan 2026. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.